Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 318mg/dl. The customer stated that she experienced heart palpitations, hot flushes, and nausea. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.